Event description:
Patient's PICC [peripherally inserted central catheter] line not drawing back on the night shift. Pt's leg has a hard swollen spot. Meds moved to piv [peripheral IV line]. Kub [kidney, ureter, and bladder x-ray] obtained to check line placement. Line looks like it ends in the right place. Line removed concern for infiltration. Ultrasound ordered and performed. Unsure what the results were. When line was pulled there was a fracture in the line that looks like about where the swelling was on the patient's leg. Medications that were known to have been infused were checked on extravasation list and with pharmacy, so no other interventions required from that standpoint. Infiltration rating was moderate.